Event description:
A us distributor reported that a patient was experiencing adjust belt and check therapy pad messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and check therapy pad messages) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging the rear wires within the cable. The root cause for the strained cable was excessive force. No adverse event resulted from the damaged belt.